Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient's active problems include abscess in the right breast, breast mass, and breast cancer. Follow up with the nurse found that there was no mention of a relation between these events and the vns. The patient's medical history of these events was unknown. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.